Event description:
Defective cpu board. Device history record was reviewed, no issue has been found. Device history log could not be reviewed, log not available. Received pump. The cpu board was defective due to improper handling of the pump causing the pump block to have improper movement. Unable to review history event log due to defective cpu. Replaced the defective cpu board. Upon turning on, pump read error 21. Found pump had defective battery. Replaced defective battery. Performed full configuration and calibration. After repair, device was found to meet specification. Regarding defective cpu board, a CAPA was opened in order to investigate the failure.

Event description:
Defective cpu board.